Event description:
It was reported that lower gold ball was spinning lose over the long rod. Patient head was unstable and not secure. It moved during surgery but was only noticed at end of case. Patient seems ok but only waking up from general anesthesia.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that lower gold ball was spinning lose over the long rod. Patient head was unstable and not secure. It moved during surgery but was only noticed at end of case. Patient seems ok but only waking up from general anesthesia. Procedure was completed with the same device and there was no significant delay.